Event description:
It was reported that a homechoice (hc) had a system error (se) 2240 alarm, followed by a cascading 2367 alarm. This indicates air in the disposable cassette. This event occurred during initial drain. The home patient (hp) stated she was connected and she thought the patient line was primed. The hp restarted with a new setup and the alarm was cleared. The solution to this issue was provided over the phone. There was patient involvement, however there was no report of adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The hp had a user error, as there was an incomplete prime. The homechoice / homechoice pro apd systems patient at-home guide provides instructions for properly priming the disposable set.¿ a formal labeling review will be conducted for the product family. Should additional relevant information become available, a supplemental report will be submitted.